Manufacturer narrative:
Initial reporter's address: (B)(6). (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex colonic stent was to be used to treat a 4cm stricture in the splenic flexure due to cancer during a colonoscopy with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent did not fully expand. On the next day, an x-ray was performed to check if the flare opened, but the stent was still unexpanded. Reportedly, the stent remains implanted. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided, and it appears the end of the stent was not fully expanded.